Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for alleged pump error 63 and possible over delivery found on sep 4, 2021. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and test p-cap locks into the reservoir compartment, however, damaged retainer ring noted. Pump error 63 alarmed during self test. No unexpected insulin flow blocked alarms noted during testing or in pump history download. Several bolus's were programmed, delivered and recorded properly in the insulin pump history. Device successfully downloaded to thus and carelink. Pump error 63 variable 3 was noted in the history download on sep 4, 2021 at 13:26 due to broken trace u1 pin1 on keypad assembly. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads - cracked, serial label damage, cracked retainer, cracked keypad overlay, corroded battery tube and minor scratches on lcd window. In summary, customers alleged pump error 63 was confirmed in the history files and through visual inspection where a broken trace was found on the u1 pin 1 keypad assembly. Additionally, over delivery was not confirmed. Damaged retainer ring noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and frozen display. It was reported that the insulin pump was over delivering. Displacement verification test was passed. Self test did not pass and pump alarmed a pump error and battery failure. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.